Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) bolus not recorded in history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed no activity outside normal use on (B)(6) 2013. The total daily dose was observed to be low on that date; a delivery interruption for 7 hours, 30 minutes was shown due to a reboot on (B)(6) 2013. The total daily dose (tdd) added up correctly and revealed the user's programmed basal rates target otherwise. Tdd and bolus history confirmed a 5.3 unit bolus on (B)(6) 2013, 2.5 unit and 3 unit boluses on (B)(6) 2013. No meter was returned with the pump. The pump powered up and pairs with a test meter successfully. The unit was exercised for 24 hours with no alarms occurring during testing. Periodic boluses were executed using "normal", "ez-carb", "ez-bg", and "combo" bolus features. The complaint of boluses not being recorded in the history was not duplicated; the history recorded boluses accurately with the correct time and order. The pump was opened and no damage was found to the force sensor circuit or to the power circuit. No moisture ingress was found inside the pump.